Event description:
A nurse reported that an ophthalmic trocar blade appeared blunt prior to the vitrectomy procedure. The surgery was completed using a replacement blade without any impact on the patient. Additional information has been requested but is not yet available at the time of this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).